Event description:
The patient reported that the device was at elective replacement indicator (eri) within the warranty period. Follow up information was received that indicated that the physician also presumed that the device should last longer than the warranty time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis of the device revealed normal battery depletion. (B)(4).